Event description:
On (B)(6) 2012 customer reported that approximately 2cc of liquid leaked on the lh500 instrument while troubleshooting "incomplete tube forward" errors. Customer also stated that the needle bellows did not drain. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to flush and clean the bellows drain to the needle. This resolved the leak and the customer verified instrument operation. Root cause of the event is most likely attributed to a plug in the bellows drain line.

Manufacturer narrative:
(B)(4).